Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: the hcp stated no actions had been taken yet to resolve the por since the patient has not come back for follow up. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a power-on-reset (por) message was seen on patient¿s programmer. It was noted that the patient had a cardioversion last week (B)(6) 2019 and the therapy was turned off. The patient had other medical issues and will need an MRI of their ears today and the reporting family member wanted to make sure the device was turned off. The family member stated that the programmer would not connect to the implant. They also mentioned that the hcp was not worried about the implant right now because the patient had other medical issues. When the programmer was synchronized to the ins during the report, the por message was confirmed on the programmer screen. There were no further complications reported or anticipated.